Event description:
It was reported that during a surgical case for an intertoch fracture on (B)(6) 2024, the surgeon noticed what appeared to be unknown metal on an ap x-ray while inserting a tfna lag screw. The surgeon assumed it was metal from nail. No adverse effects during case and procedure was not delayed and successfully completed. No additional information to report.

Manufacturer narrative:
Product complaint #:(B)(4) depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: investigation summary: h3, h4, h6: the product was not returned to j&j medtech orthopaedics, however photos were provided for review. Photos were provided for review, however the photos only show part and lot number of the package and no other observation pertaining to the nature of the reported event could be identified. No x-rays evidence were provided. Therefore, the investigation could not draw any conclusions about the reported event due to the insufficient evidence provided. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was not confirmed as the photographs provided contained insufficient evidence of the reported event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot part # 04.037.234s supplier lot # h415360 synthes lot # h415360 release to warehouse date: 02-aug-2017. Manufactured by: synthes monument. No ncrs were generated during production. Device history batch device history review review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.